Manufacturer narrative:
A customer in the (B)(6) had notified biomérieux of misidentification of a neqas staphylococcus lugdunensis sample as staphylococcus xylosus in association with vitek® 2 gp test kit. An internal biomérieux investigation was performed. The intended identification to s. Lugdunensis was confirmed on vitek ms v3 (knowledge base v3.0). On vitek 2 (v7.01) gn cards, two (2) cards of the customer lot (cl : 2420200103) and two (2) cards of a random lot (rl : 2420352403) were tested from cba and coh subcultures. These tests gave : a very good identification to s. Lugdunensis 95% with cl from cba subculture and with rl from coh subculture. A very good identification to s. Xylosus 95% with rl from cba subculture and with cl from coh subculture. The customer result was partially reproduced in-house whatever the lot tested and the media used. This was determined to be an atypical isolate.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the (B)(6) notified biomérieux of misidentification of a neqas staphylococcus lugdunensis sample as staphylococcus xylosus in association with vitek® 2 gp test kit. The sample was tested twice following the same processing method. Per the customer, the second test obtained the correct result. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. There was no patient associated with this neqas sample. A biomérieux internal investigation will be initiated.